Event description:
Pt reported that, the expiration date printed on the strip vial is 11/30/2006. According to the manufacturer's electronic inventory system, the corresponding strip lot expired on 01/31/2005. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.